Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was distorted. The helix can not be extended or retracted due to distal conductor distorted within the connector. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, a tip seal observation. Damaged at implant.

Event description:
It was reported that the helix would not extend during the implant attempt. No patient complications have been reported as a result of this event.